Manufacturer narrative:
It appears the balloon catheter will not be returned, so no returned product analysis will be available.

Event description:
It was reported that during a ptca procedure, the balloon would not inflate on the third inflation. The balloon became stuck while being removed. Force was used to pull back the balloon. The distal portion separated and remained in the pt. The pt was sent to surgery for successful removal of the catheter. The pt status is listed as "stable".